Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via x-ray film and correspondence. The anchor was not returned because it was thrown into the sharps by the hospital. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be patient's extremely hard bone quality, however, the deformed anchor was not returned for evaluation and therefore the exact root cause could not be determined.

Event description:
It was reported that the pilot cutter and the cage blade bent, used a replacement device

Event description:
It was reported that the pilot cutter and the cage blade bent, used a replacement device.